Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. The device was not returned for analysis. The reported patient effect of occlusion is listed in the perclose proglide instructions for use as a potential adverse event of use of the device. A conclusive cause for the reported patient effect of occlusion and the relationship to the product, if any, cannot be determined; however, the treatment of additional therapy/non-surgical treatment appears to be related to the operational context of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the calcified left common femoral artery was achieved using a proglide device, in the preclose technique, prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, after the tavi procedure and during closure with the proglide, it was noted that the vessel had become occluded and was treated and resolved with balloon angioplasty via right common femoral artery access. Hemostasis was achieved with the proglide device. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.